Event description:
This patient experienced a sudden deterioration of sound with their cochlear implant. Explantation/reimplantation surgery occurred in 2001. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.